Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56 serial number:(B)(6) batch/lot number: 7074827 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4) model number/catalog number: sc-2408-56 serial number: (B)(6) batch/lot number: 7075676 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #:(B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.